Manufacturer narrative:
Investigation: investigation summary: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for the lithium heparin tube having equivalent visual marks as sodium heparin tube with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd recommends that all labels be checked prior to sample collection to verify that the correct tube has been selected. The label of the sodium heparin tube contains diagonal hash marks as a visual indicator that the tube contains sodium heparin. Additionally, bd recommends storing the tubes in different locations. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for the lithium heparin tube having equivalent visual marks as sodium heparin tube with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tops of sodium and lithium heparin tubes are difficult to distinguish with a bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes. The following information was provided by the initial reporter: (2 of 2) it was reported the tops of the tubes are the same color which resulted in the wrong tube being used. This was a significant issue when several shelf packs of nahep were used instead of lihep.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tops of sodium and lithium heparin tubes are difficult to distinguish with a bd vacutainer® sodium heparin (nh) 75 usp units blood collection tubes. The following information was provided by the initial reporter: (2 of 2). It was reported the tops of the tubes are the same color which resulted in the wrong tube being used. This was a significant issue when several shelf packs of nahep were used instead of lihep.